Event description:
It was reported that the preloaded intraocular lens (iol) was implanted and removed during the same procedure because the lens had a scratch in it. The lens was not stuck in the cartridge. The issue was observed after insertion of the lens into the eye. There was no patient injury. There was no medical/surgical intervention required. There were no issues with the patient. No other information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section a3b: unknown section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1:surgeon's email address: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 05/16/2024 section h3: device evaluated by manufacturer: yes device evaluation: the device was inspected under magnification. Visual inspection of the complaint device revealed that it was received with the plunger rod fully advanced; the plunger rod tip was damaged in a way consistent with damage that occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, presenting with no damage or viscoelastic residue. Device assembly was inspected, presenting with no issues; however, viscoelastic residue was observed below the lens module indicating an excessive amount could have been used which may have contributed to the complaint event. No lens was received. Conclusion: the complaint issue "cosmetic issues" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Corrected data: in the initial MDR section h6 conclusion code was inadvertently not addressed in section h11. Therefore, it is captured in this supplemental filing. Section a6: race: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.